Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy fluid. The patient was treated with amikacin injection (125mg, once a day), ceftazidime injection (1gm, once a day) and heparin injection (1000iu, once a day) for the events. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.